Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While on site, the account explained to the fss, the unit displayed a 2012 safe state error. The fss was able to verify the safe state error by reviewing the error logs. The fss replaced the power supply, network adapter printed circuit board assembly (pcba), ethernet cable assembly, hard drive, instrument manager with disk on chip, and the advantech single board computer (sbc)+ central processing unit(cpu)+ random access memory(ram). The fss uploaded the host and software onto the instrument manager (bobcat). The surgeon settings were restored and the fx feature for the handpieces was re-activated. Also, while on site, the fss when working on the system accidently broke the power switch; the wire soldered onto the lead broke off. The fss replaced the power switch. The power supply was replaced due to the system had the original power supply of 100ma. When replacing the advantech board, the fss found the 3volt lithium coin battery was low voltage measuring 2.5volts. The fss replaced the coin battery. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The clinic reported during a cataract procedure, the phacoemulsification unit shuts off during surgical procedure without any error message displaying. The account elected to use a backup machine to complete the case due to account did not want to have difficulties restarting the unit and wanted to prevent significant delay time. No patient injury reported.